Event description:
The event is reported as: complaint description: the clip split in half while surgeon was attempting to ligate a vessel. The surgeon did state the vessel was too large for the clip he used. Unknown what applier the surgeon was using. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
No sample was returned for investigation. DHR review did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to trend relating complaints.